Event description:
The physician reports performing phacoemulsification surgery using the stellaris anterior system. Intraoperatively the capsular bag ruptured; the physician attributed the capsule damage to inadequate reflux. Additional information was requested but none provided.

Manufacturer narrative:
The device was subjected to a visual inspection and evaluation. Results revealed the (B)(4) functioned normally within specifications and the reported issue could not be duplicated. The device module was replaced as requested by the customer. An association between the event and the device has not been established.